Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hemorrhage appears to be related to patient morphology/pathology and procedural conditions, as the groin puncture was difficult and insertion of the sgc noted to worsen the bleeding and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This is filed to report the worsening groin bleed. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The groin puncture was performed, but noted to be difficult due to the calcified vessels, and strong bleeding occurred. It was not possible to stop the bleeding; however, the procedure was continued. The steerable guide catheter (sgc) was advanced into the anatomy, which worsened the blood loss. It was noted that the hemoglobin dropped. Two clips were implanted, reducing the mr to 1. After the procedure, a femostop was used to control the bleeding and the patient was confirmed to be stable. No additional information was provided.